Manufacturer narrative:
Results: weldment. It is currently unk due to lack of info from the customer if the alleged issue is a safety risk. Further info found to be relevant by the MFR will be added to the investigation and a follow-up MDR will be submitted.

Event description:
It has been reported that the welding seam at the adapter for the wheel housing cracked. There was a pt involved and no adverse consequences have been reported.